Event description:
It was reported the device failed to pass the self-inspection. There was no patient involvement.

Manufacturer narrative:
The asp evaluated the device and preliminarily judged that the failure may have been caused by the treatment capacitor or the treatment board. The customer was provided a quote for repair and replacement. Since the order form has not yet been submitted by the customer, repairs have not been carried out. It has been concluded that no further action is required at this time.